Manufacturer narrative:
Host tissue overgrowth, stenosis, examination of the valve in co's laboratory revealed host tissue overgrowth had fused the attachment site between the right noncoronary cusps and encroached onto each leaflet, resulting in stenosis of the effective orifice area, leaflet disruption and incomplete coaptation. Calcification was noted within the left noncoronary cusps which contributed to stenosis of the valve. Mechanical injuries were noted in the stent post between the right and left-coronary cusps and appeared artifactual of explant. X-ray analysis revealed calcification within the belly of the left noncoronary cusps. Stent distortion was also noted which appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be due to host tissue overgrowth. These finding would account for the symptoms noted clinically. X-ray analysis

Event description:
This event is reported as unk. No further info provided.